Event description:
During a remote follow-up, increased defibrillation impedance was observed on the right ventricular (rv) lead. The suspected cause of the event is due to encapsulation, however not confirmed. No intervention has been performed; however, a system replacement is anticipated. The patient was stable and will continue to be monitored.